Manufacturer narrative:
(B)(4)

Event description:
Related manufacturer reference 2938836-2016-14935. The patient received inappropriate therapies due to noise and high impedance on the right ventricular lead. There was no physical damage to the device or the lead. The devices were explanted and replaced and there was no damage noted. The patient was in stable condition.

Manufacturer narrative:
The field experiences of noise, inappropriate therapies, and impedance anomaly were verified in the laboratory and were due to an anomalous supply voltage. The supply voltage signal was found to be oscillating, which caused erroneous battery voltage measurements. The oscillation was caused by an intermittent connection of the capacitor to the hybrid.

Event description:
Related manufacturer reference 2938836-2016-14935. The patient received inappropriate therapies due to noise and high impedance on the right ventricular lead. There was no physical damage to the device or the lead noted via fluoroscopy. The device was explanted and replaced and there was no damage noted. The lead was left in place and connected to the replacement device. The patient was in stable condition.